Event description:
A medtronic representative reported the stealthstation treon guidance system camera intermittently tracks frames and instruments; the status changes from red to green. Moving the camera closer does not resolve the issue. This was discovered prior to any case, no patient was present.

Manufacturer narrative:
RMA issued. Position sensor unit (psu) replacement shipped 09/15/2011. Passive tracking was observed to be reduced to less than 7ft. After warm-up during functional testing. Psu passed the aak test at .30mm with high line separation of 2.50mm. Test software adjusted the line separation to 0.03mm. Returned psu passed subsequent functional and aak tests and is now fully functional.